Event description:
Reportedly, before pt use, after booting the unit, the touch screen was found to be unresponsive. There was no medical intervention or serious pt harm reported.

Manufacturer narrative:
(B)(4).